Manufacturer narrative:
D4 (lot and serial numbers), h6 and h11 were updated. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
On 01 april 2026, a healthcare provider contacted insulet regarding a patient who had recently been hospitalized and reported that the patient¿s controller was not functioning and would not power on, including when connected to a charger. The healthcare provider stated that the patient had been hospitalized for diabetic ketoacidosis (dka); however, no additional details regarding the hospitalization were available. It is unknown whether the patient was wearing a pod at the time medical attention was sought and it is unknown whether the hospitalization was related to an issue with the omnipod system, as this information was not provided by the healthcare provider. The date medical attention was sought, duration of hospitalization, discharge date, symptoms experienced, and treatment provided were not available due to limited information. Multiple outreach attempts to the patient were unsuccessful. A supplemental report will be provided if new information becomes available.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Locked down smartphone: data not available, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.